Event description:
It was reported a balloon developed a leak on the first inflation at approximately 11 atmospheres during an iliac angioplasty procedure of a possibly calcified lesion. Another balloon catheter was used to successfully complete the procedure without patient complications. The device was received, evaluated and retained by this manufacturer. The engineering evaluation revealed a pin-hole leak over the distal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was used in a possibly calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."